Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Additional information from the user facility report: title: xxxxx. Event desc: text taken from ems report: "during patient care defibrillation was attempted with no shock delivered. Patient was in fine v-fib and then asystole. No further attempts were made. Upon arrival to the hospital, the device was taken out of service. Attempted to test shock and was not able to deliver the shock. The battery was not low, and there was no low battery indicator on. Clinical engineering was notified and the device was picked up." What was the original intended procedure? Too deliver a shock to a patient in v-fib. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation. Additional information from the user facility report: date of this report: (B)(4) 2012. Common device name: defibrillator, external. Model #: m series. Device available for evaluation: yes. (B)(6).